Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained what was the initial procedure? - carotid bypass and endarteriectomies. Could you please confirm when did the issue occurred? - vascular anastomosis did the surgery was completed successfully?* what was used to complete the procedure? - yes, use of another device. Did the patient suffer from any consequences? - no patient consequences but delay reported because longer time to perform the anastomosis and arterial clamping.

Event description:
It was reported that the patient underwent a carotid bypass and endarterectomy procedure in 2021 and the suture was used. During vascular anastomosis, the needle pulled off from the thread. The surgery was with delay because longer time needed to perform the anastomosis and arterial clamping. There were no patient consequences reported. No further information is available.